Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Analysis was unable to perform functional testings due to unresponsive buttons. The insulin pump was received with missing display window cover, minor scratched lcd window, cracked select button keypad overlay and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported cosmetic damage to their insulin pump. Blood glucose level at the time of call was unknown. It was reported that the device was missing the cover above the screen. The device was returned for analysis.